Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redv4016 showed nine other similar product complaint(s) from this lot number.

Event description:
It was reported that when attaching the extension tubing with the strain relief during catheter placement, no ¿click¿ was heard. And the two were separated just with a gentle pull. No other information provided.